Event description:
Hamilton medical ag received the following incident description: "ventilator keeps giving a oxygen and air supply failure alert. Happens intermittently over the period of the last few months, not persistent.".

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Additional information added in follow-up #2 (B)(4). Field b4, g6, h2, h3, h6 and h11 updated. The issue occurred during ventilation. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be a defective vu mother board and the vu mother board was changed. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the vu mother board could result in inadequate ventilation support.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: "ventilator keeps giving a oxygen and air supply failure alert. Happens intermittently over the period of the last few months, not persistent."

Event description:
Hamilton medical ag received the following incident description: "ventilator keeps giving a oxygen and air supply failure alert. Happens intermittently over the period of the last few months, not persistent."

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.